Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the port needle line broke and blood was coming from broken line. Patient had to be re-accessed, but no patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported that the port needle line broke and blood was coming from broken line. Patient had to be re-accessed, but no patient injury was reported. 09/11/2018 per medwatch: patient's mother called out for nurse. Nurse went to assess patient. Blood was noted on the patient and the floor. When further assessing, the port line was cracked at the end of the hub next to the microclave. Port was clamped off, de=accessed and re-accessed. Patient tolerated well. Patient was re-accessed with further complications.